Event description:
It was reported to philips that the device had bent pins on the battery pca. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the pins on the battery pca were bent and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.